Manufacturer narrative:
Event problem cds, corrected data: corrosion and body fluid entry coding were inadvertently left out in last submission.

Event description:
Suspect lead product analysis was completed. During the visual analysis of the returned 419mm portion the connector ring quadfilar coil appeared to be broken in the electrode area. Scanning electron microscopy was performed and identified the area on some of the broken coil strands as having extensive pitting. The area one of the broken coil strands was identified as having evidence of a stress-induced fracture with mechanical damage and pitting. Pitting was observed on the coil surface. No additional information has been received to date.

Event description:
The generator and suspect lead were received for product analysis. Generator product analysis was completed and approved. No functional or performance issues were found in the generator. Product analysis for the suspect lead has not been completed and approved to date. No additional information has been received to date.

Event description:
It was reported that a patient presented before a low battery replacement with high impedance. Impedance was still high after the generator was replaced even after re-inserting the lead pin multiple times. Therefore, the lead was replaced and the high impedance resolved. The surgeon did not find anything wrong with the lead upon visual inspection. The suspect product has not been received to date. No additional information has been received to date.